Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device did not pass a check test.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: the visual inspection of the monopolar handle confirms insulation damage throughout the distal end of the shaft. Functional inspection: the monopolar handle passed the insulscan test. Probable root cause/s for the insulation damage could be incorrect sterilization methods and or normal wear and tear. In sum, the unit was returned and the failure mode was confirmed.

Event description:
It was reported that the device did not pass a check test.